Manufacturer narrative:
Patient information was unavailable. Other relevant device(s) are: product ID: bi71000579, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the atp board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, when starting the image acquisition system (ias), the beep sound rang and the product failed to start. Rebooting was performed several times but the issue persisted. After rebooting for several times, the beep sound disappeared and the product was started normally. Operation was checked and the product was used in the procedure. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
H2: serial and lot numbers of concomitant product (product ID bi71000579) have been received: serial #: (B)(6) lot #: rev. 2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis was not able to confirm reported issue "beeping from ias." Board passed visual inspection. Board failed system testing due to unable to take 2d/3d images. Defective pcb. If information is provided in the future, a supplemental report will be issued.